Event description:
Two endeavor sprint rapid exchange drug eluting stents were implanted in the proximal lad during the index procedure. It is reported that the patient suffered with angina approximately 6 weeks post index procedure. The patient had an angiogram performed which indicated 60-70 percent hazy stenosis at the proximal edge of the stent. It was also reported that a dissection had occurred post index procedure. An additional endeavor sprint rapid exchange (rx) drug eluting stent was deployed in the proximal lad with excellent results. Approximately 4 months post index procedure, the patient underwent repeat revascularization due to restenosis. Additional stents were placed. No additional clinical sequelae were reported. Reference MFR report number 9612164-2011-00670.

Event description:
The investigator has indicated the myocardial infraction was probably related to the study device. The patient recovered with treatment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Results (dissection).

Event description:
It is reported that the patient suffered a myocardial infarction approximatley 4 months post the index procedure. Ref MFR# 9612164-2 011-00670, 9612164-2011-00671, 9612164-2012-00230.

Event description:
It is reported the patient suffered a myocardial infraction approximately 13 months post the index procedure.

Event description:
It has been reported that a CABG revascularization was carried out due to the previously reported mi occurring 13 months post the index procedure. The investigator reported the event was not related to the study device. Patient recovered with treatment.

Event description:
Event date of previously reported CABG surgery was provided.

Event description:
Additional information received reported that balloon angioplasty was also carried out due to the previously reported mi occurring 13 months post index procedure. It was also stated that one of the stents implanted during the index procedure was implanted in the cx and not the lad as previously reported.